Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the light source had no image, when connected to the video system center. The issue occurred, during preparation for a diagnostic gastroscopy. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported event of "no image when connecting with scope" was not confirmed. As such, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.